Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the pt had both knees replaced back in 2007 in (B)(6), and has been having problems with the left knee for the past two years.